Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer treated low blood glucose reading with juice but the blood glucose reading was 45 mg/dl. Customer also reported moisture damaged. Customer perform self-test and it was passed. Customer current blood glucose reading was 65 mg/dl. Customer insulin pump will be not returning for analysis.